Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/29/2024, a sales representative reported via phone that an ar-2324kbcsp swivelock eyelet broke during insertion into the bone. All fragments were removed from the patient. The case was completed using an ar-2324bct-2 biocomposite swivelock. There was a one-minute delay with no adverse effects on the patient. This was discovered during a rotator cuff repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.